Event description:
The customer reported the device's battery pins in compartment b were broken. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection; j1 pin 7 was found to be broken; j1 pin 8 and j2 pin 1 were bent and compressed.